Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving dilaudid (7.5 mg/ml at 0. 3797 mg/day) and bupivacaine (20 mg/ml at 1.013 mg/day) via an implanted pump. It was reported the patient had skin breakdown and irritation in the right buttocks where the pump is since (B)(6) 2019. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was re-positioned to the left buttock and the issue resolved. There were no signs or symptoms of infection.